Manufacturer narrative:
Batch review performed on (B)(6) 2022 on lot 182673: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 9 months after the primary, the patient came in reporting instability due to a loose glenoid and the cause is unknown. The surgeon converted the patient from an anatomic shoulder to reverse shoulder and the surgery was completed successfully.